Event description:
The patient and a manufacturer representative reported that the patient had a strong stimulation sensation in their knees when sitting. When the patient was standing the stimulation sensation wouldn't be as strong. The patient talked with a manufacturer representative and they turned program #2 to 0 and off which helped the patient feel stimulation as they used to in the past. The patient received real good coverage after program 2 was turned down. It was also noted that the patient used to charge once per week but since these stimulation issues started on the wednesday before the report their implantable neurostimulator (ins) had depleted to the point that it needed to be recharged again. The device had been charged the tuesday prior to the report. There were no falls or trauma associated with this event. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.